Event description:
Treatment of an avm. During onyx injection, it was reported the catheter was found leaked at 13-15cm from the distal tip. Upon removal, the catheter broke and the distal segment remaining in the patient. No patient injury reported.same event as MDR# 2029214-2011-00053 and MDR# 2029214-2011-00055.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation.(B)(4)